Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). A manufacturing device history review (DHR) was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. The device was received for evaluation. Device was received, in with a manometer, that is out of specification. And a loose patient outlet fitting. During functional testing, the device was connected to an o2 source and powered on. The reported problem was duplicated. The root cause was found to be the pressure switch is out of specification. Adjusted pressure switch to correct the problem.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac . The complaint of device given high pressure alarm was validated during testing and hooking device to oxygen. This was isolated to pressure switch out of speculation. Repair summary: updated service maintenance kit. Adjusted pressure switch to correct the customer reported problem. Replaced out of spec manometer, illegible serial number label and faulty interface pcb. Upgraded smc check valve and tightened patient outlet fitting. Performed pm, calibrated unit, cleaned and affixed service label

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac is giving high pressure alarm no patient adverse events reported.